Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to non-product experience. Additional information obtained from the field which indicated that the lead caused the patient to experience diaphragmatic stimulation that was not able to be reprogrammed. No additional adverse patient effects were reported.